Manufacturer narrative:
The customer¿s report that the needle free valve cracked and leaked was confirmed. Visual inspection of the maxzero valve showed cracks running along the top of the valve¿s top component and continuing along the threads of the valve. Functional and pressure testing confirmed fluid leaking from the engagement between the syringe and valve. The root cause of the leak was identified as a crack on the maxzero valve component. The cause of the crack is unknown.

Event description:
The customer reported that during patient use the maxzero cracked and leaked between the connection of the maxzero independent valve and the trifuse set which was then connected to the uvc. There was no report of patient harm. To date the patient has not become symptomatic for an infection.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the needle free valve cracked and leaked onto the bed while infusing via a uvc during patient use. There was no report of patient harm. To date the patient has not become symptomatic for an infection.